Event description:
A falsely depressed sodium result of 123 meq/l was obtained on a patient sample. The result was reported to the physician who questioned. The original sample was retested and a result of 133 meq/l was obtained. The patient was admitted to the hospital but there was no report of adverse health consequences as a result of the falsely depressed troponin I results. Analysis of the instrument and instrument data indicate that the cause for the falsely depressed sodium result is unknown.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely depressed sodium result is unknown. The instrument is performing within specifications.